Event description:
No additional information was provided.

Manufacturer narrative:
Investigation and DHR the customer reported the filter was occluded and returned one used sample of material 20127e and lot 23049266. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of 1 ml/hr for 24 hrs. No observation on occlusion was observed. The customer complaint was unable to be replicated. Although the issue was unable to be replicated and the root cause is unknown, bd is looking at opportunities to improve the filter function to alleviate this failure in the future. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Device history record review for model 20127e lot number 23049266 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: 20127e. Batch number#: 23049266. It was reported by customer that lipid filter reading occluded after all intervention. Verbatim#: rcc received a complaint via phone. Pir attached. Lipid filter reading occluded after all intervention.